Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument had a broken cable. There were originally 8 cycles remaining when there was wire breakage. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no damage was found. The customer indicated that there were cables found protruding from the instrument's distal end. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips. The reporter was unaware of any issues related to the left/right or up/down motion of the grips. The reporter confirmed no fragments fell inside the patient's anatomy and no patient injury. The reporter was unable to disclose the patient demographic information.